Event description:
It was reported the introducer needle has a threaded needle tip. Not used on patients, no harm caused. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a ¿threaded needle tip¿ is inconclusive due to the state of the returned sample. One photograph of an introducer needle was returned for evaluation. An initial visual observation of the photograph showed the needle shaft of an introducer needle. Due to the quality of the returned photograph, details were difficult to discern. No evidence of foreign material threads was observed on the needle tip. No obvious damage to the needle tip was observed. No obvious use residue was observed on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.